Event description:
This lead was implanted on (B)(6) 2011. The implant form states that the lead is in the azygous vein. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).